Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing on the presenting electrogram (egm). It was determined that the p-wave fell into a blanking period during a ventricular arrhythmia. The atrial lead remains in use. No patient complications have been reported as a result of this event.